Manufacturer narrative:
Evaluation summary: the reported event of the broken screw could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by applying excessive force. The implant is intended to stay in patient until bone consolidation. Bone consolidation is expected after 6 to 9 month. According to the received information the implant was inserted on (B)(6) 2013 and explanted on (B)(6) 2014. Bone overgrowth and/or ingrowth can compromise the implant removal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It is reported by sales rep of stryker (B)(4), that he has observed during surgery that the head of the asnis screw broke. A part of the screw still remains in the patella of the patient.two of 3 screws are removed without any problems.

Event description:
It is reported by sales rep of stryker (B)(4), that he has observed during surgery that the head of the asnis screw broke. A part of the screw still remains in the patella of the patient. Two of 3 screws are removed without any problems.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.